Event description:
It has been reported to philips that the system displayed a geometry movement error message. The device geometry is partially unavailable. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the geometry movements were not possible. Review of the system log files showed enabled movement (enmv) high at startup, clinical user activated a control (joystick) on the ui module at startup. Upon further investigation rse found that the pressed knob of the geo module during starts up, caused restrictions in geo movements. It was concluded that it can be an accidentally pressed knob of geo module caused the issue but a warning occurs on the safety line. Geometry module button on the module in the inspection room was checked and system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. When such unintended contact occurs, damage is generally obvious to the user. Occasionally, the device can become damaged (cracked, blurry touchscreens, etc.,) when the user does not follow the reprocessing instructions in the instructions for use manual. This type of malfunction is usually accumulative and is readily obvious to the user. The reported issue was due to user error. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.